Event description:
It was reported that antibiotics are not infusing through unspecified bd¿ syringe adapter set. The following information was provided by the initial reporter: material no.: unknown lot no.: unknown. It was reported that antibiotics are not infusing through the secondary syringe adapter set.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that antibiotics are not infusing through unspecified bd¿ syringe adapter set. The following information was provided by the initial reporter: material no.: unknown. Lot no.: unknown. It was reported that antibiotics are not infusing through the secondary syringe adapter set.